Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the personal therapy manager (ptm) was showing the code 8286 (empty reservoir). The consumer stated that they were ¿due for a refill they guessed. They just didn't calculate things right¿. It was noted that they did have an appointment for next week (as of (B)(6) 2017) for a refill. It was stated that they would call the healthcare provider (hcp) to let them know it was empty. There were no symptoms reported. The event date was stated as (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. The patient¿s pump started alarming sometime over the last weekend of (B)(6). The alarm was a dual tone alarm and the patient was in pain. The patient was scheduled to be seen on (B)(6) 2017. The patient never heard a single tone alarm, but she said she was hard of hearing. The patient¿s pump was empty and the patient was communicated the wrong follow-up date for refill and that was why the pump was empty. The pump was refilled and the patient¿s therapy was restarted. The issue was resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The patient weight and medical history were asked and would not be made available. More information was received from a hcp on (B)(6) 2017. The statement that things were not calculated right was clarified as the patient had the wrong date for her appointment. It was stated that there were no known symptoms. The empty pump had been resolved and the patient weight was unknown.